Event description:
This is 1 of 2 reports for complaint #(B)(4).

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: pt was implanted with plate and screw on (B)(6) 2012. In controlling postoperative 3 weeks, the proximal locking screws of the plate came loose. Pt was returned to the operating room on (B)(6) 2012, for revision surgery. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No additional evaluation was performed.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional product code: hwc. Investigation coordinated by synthes (B)(4). Report received indicates the locking screws and hip plate was forwarded to an expert (surgeon) for assessment. The expert surgeon noted that the first postoperative x-ray shows, that in addition to the intertrochanteric osteotomy, a kind of salter osteotomy was performed. The x-ray also revealed the head of the screws are standing off of the plate level. Not all threads are fixed together (head/plate). According to the expert surgeon the calcar screw is too short, only monocortically and the direction of this screw is not in the usual way. The expert surgeon has seen many times that the surgeon has not used the drill sleeves for drilling and has not fixed the calcar-cortex as the recommendation of the op-technology. The x-ray, the three weeks postoperative shows an increasing varization and a loosening of the neck and calcar screws with a malunion of the proximal femur. On this x-ray, it can be seen that the locking screws are used. Previously, it was noted that the head of the locking screw stands off of the plate and the situation after three weeks, the only way this could happen is that the locking screws are not correctly placed and fixed in the proximal part of the plate. The second indication that the head of the screw is not correctly fixed in the locking hole is the direction of the calcar screw. In the proximal as well in the shaft part of the plate was seen in the past only when the screws are not correctly placed in the locking holes and tightened in the correct way. It was noted by the expert surgeon that placing locking screws in the operation can sometimes be difficult and at times the surgeon overlook fixing the screw with the torque screwdriver. Evidence that this happened in this particular case is the direction of the calcar screw. The calcar screw in this plate is not perpendicular to the plate surface. In order to place the locking screw in this way, the thread of the head of the screw type would not be aligned to the thread of the locking hole. It is recommended in the op technology that the calcar screw must fixed the calcar, because this is one of the most solid fixation especially in handicapped patient. If intra-operatively the bone is very weak, it is recommended a hip spica, especially in a handicapped patient in this age group and weight should be applied.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.